Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected material rupture, ptosis, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with two 550cc mentor memorygel breast implant prostheses and experienced postoperative bilateral device migration and ptosis, and left-sided rupture. The patient¿s surgeon stated that recent MRI results questioned the integrity of the left-sided breast implant, and also the implants were fairly sizable for the patient's slender body frame and resulted in the ptosis. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile prostheses (catalog #: 3502350, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, no apparent damage was observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).